Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Additional information was received that reported that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A device replacement was going to be scheduled. The device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device was explanted for code 1003. No additional adverse patient effects were reported.

Manufacturer narrative:
The root cause for the tones remained unknown, thus additional information was requested. At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient reported hearing beeping from device. The root cause for the tones remained unknown, thus the patient was referred to their physician. The device remains in-service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.